Event description:
During a ptca/stenting procedure, the maverick2 monorail balloon ruptured at 6atms on the initial inflation. The lesion being treated was a severely calcified, very tortuous, 99% stenotic lesion in the lad. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A terumo introducer sheath, a bmw guide wire, a mach1 guide catheter, a driver stent and an encore inflation device were also used in the procedure. No patient injuries or complications were reported.